Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was an error message.

Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.